Event description:
It was reported (1) mcs20 was used during a mastectomy procedure. It was reported by the rep that the clips were firing sideways. Another clip applier (mcs20) was used to complete the case. There was no consequence to the pt.